Event description:
Device malfunction: premature filter deployment. Time of malfunction: during insertion on wire. Symptoms/ae: na. It was reported that during insertion, while the emboshield pro was being loaded onto the wire, the physician noticed that the filter was outside the system. Reportedly, there was no pt involvement. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device reported is an abbott international product which is the same or similar to a device that is marketed domestically.